Manufacturer narrative:
H6: previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device confirmed that visually, there was no damage in the construction of the device seen by the unaided eye. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and the cuff deflated immediately. For further analysis, a leak test was performed to localize the area of the puncture and bubbles (leakage) were observed at the mid-section of the cuff. Under magnification, a small puncture was observed adjacently between the blue and blue with white stripe traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation stage while performed cuff test, it was confirmed that the air removed was more than the amount of air injected, but the cuff was not inflated. Later, when the patient was intubated, the cuff was swollen, so the air in the cuff was degassed, but the cuff swelled again. The patient was extubated and tried again, but the cuff swelled as well. 20 cc of air was used to inflate the cuff with 10 cc syringe and there was no leak noticed prior to intubating the patient. There was no health damage to the patient.